Manufacturer narrative:
The complaint for "implant dislodged from a single leaflet, single leaflet device attachment (slda)" was confirmed empirically based on observations made by the clinical specialist. Available information suggests potential contributing factors are patient and procedural related. Patient related was patient anatomy with a very large and dilatated ra with very prominent eustachian valve. Procedural related was challenging and difficult steering of the device due to the prominent eustachian valve. In addition, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. There are no nonconformances identified related to the complaint event.

Event description:
Edwards received notification of a pascal precision ace in tricuspid position where an slda happened. It was a very challenging procedure due to patient anatomy with a very large and dilatated ra with very prominent eustachian valve. Steering was completely challenging and difficult due to the prominent eustachian valve. It was necessary to advance the gs a lot to have a backup and avoid an interaction of steerable catheter and implant with the eustachian valve and to be able to adjust position and trajectory. There was a good grasp of both leaflets a-s 2-8 clocking with the first device with a good regurgitation reduction of the a-s jet. A slightly flexion of the anterior paddle in implant closed configuration was visible. The physician's decision was to release the device. After flossing both sutures and rotating the release knob several times the anterior leaflet detached from the anterior paddle. It was not more possible to get free from the septal leaflet and bailout the device despite the actuation wire was not fully unscrewed and retracted but not more attached at the distal nut of the implant. The decision was to move forward with release process and unscrewing the actuation wire completely to avoid additional detachment of the septal leaflet. A second device was implanted to stabilize the slda of the first device. It was possible to place the second device close by the first in p-s position with 3-9 clocking with a very good grasp of both leaflets. After release of the second device, the detached device was stabilized very well. The cause of the slda was unknown. There was a tr reduction of one grade (from 4+ to 3). There was no harm or injury to the patient at any time.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. H3 other text : implanted.